Event description:
During the implant procedure, while using the medtronic catheter passer, the patient experienced bleeding at the chest and neck. Physician used bipolar cautery at the chest and a suture at the neck. This resolved the issue.